Event description:
Ous MDR - after an implantation time of about 23 months, it was noted that the pacing impedance was too low (<200 ohm). No deterioration of the patient's state of health was reported. The lead was explanted, but no explant or event date was provided.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The lead was destroyed in the returned state. Both parts of the lead were returned for analysis. The lead had been cut through 22.5 cm distal of the is-1 connector pin, probably with a scalpel. During the analysis of the lead, it was noted that the insulation was damaged by fraying. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress on the lead. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the shock coil is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.